Event description:
Pt's family member called lfs in 2004 alleging that pt meter was missing segments. The pt stated that the segments were missing for a couple of months. During this time the pt was occasionally experiencing symptoms of sweating and shaking. The problem was discovered in 2003 when the pt ate a piece of cake and then tested on the meter. The result was 119 mg/dl and the pt felt that was incorrect. Family member looked at the display and saw a line in front of the 1 digit. The pt was not experiencing any symptoms at this time. The pt was taking a set amount of glucophage 10 mg/dl, 5 mg in morning and 5 mg in the evening. Family member phoned the pt's physician who advised the pt to take an extra 5 mg of glucophage in the morning. 5 days later, the pt visited their physician to test their blood sugar and their reading was over 200 mg/dl on the physician's meter. Physician increased pt's glucophage again; the pt now takes 10 mg in the morning and 10 mg in the evening. No treatment given at the physician's office. The issue with the meter was not resolved. The meter has been replaced for the pt. This case is being reported as a malfunction because there is no evidence of serious injury.